Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber went into fiberlife mode after 30,000 joules. The procedure was completed with another fiber without patient complications. After the fiber was analyzed, it was identified that there was a fiber body break between the control knob and distal tip.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break between the control knob and distal tip, confirming the reported event. The analysis also determined that there was scuff marks along the fiber body. The glass cap and metal cap exhibited no signs of devitrification or detritus. The body break of the fiber could be due to the procedural handling and an excessive manipulation or rough technique. In addition, the fiberlife courtesy message could be caused because the fiber tip was overheated due to the location of the fiber break. The device instructions for use (IFU) instructs to not press the fiber end into the tissue, not bend the fiber at sharp angles and not excessively manipulate or bend the fiber, since those could damage the fiber.